Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient did not recharge the scs ipg per the manufacturer's recommendation. The patient stated that they lost their charger approximately 2 years ago and have not charged the system. The patient's programmer also reflects a communication error. In turn, the ipg is inoperable. Surgical intervention is pending to address the issue.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
During processing of this complaint, patient weight and complete event information were not requested due to patient not consenting to further contact.

Event description:
Additional information was received that surgical intervention occurred during which ipg was explanted and replaced to address the issue. The date of explant is unknown.